Manufacturer narrative:
(B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 a femur fracture was treated with a dhs blade. After the blade was inserted normally and without any issues the cylinder of the lcp dhs plate could not be fitted over the blade. Upon the removal of the blade it was noted that there were two small enlargements at the end of the blade which inhibited the cylinder to slide over the blade. A new blade was inserted and a new plate could be placed without any issues. There was a surgical delay of 66 minutes but was completed successfully. This report is for one (1) dhs blade/12.5mm thread 85mm-sterile. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil , selected flow: damage . Visual inspection: the received dhs/dcs blade is strongly damaged at the blade tip as well the top of the blade shaft. There are very strong stress marks around the deformation at the outside of the shaft and as well at the inside in the hexagonal recess. Further investigation has shown the dhs/dcs blade tip did rotate freely as required. Dimensional inspection: the measured dimensions were found to be within the given specifications per the drawings reference. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-1 for implants for surgery, stainless steel. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Investigation conclusion: the returned dhs/dcs blade was examined and the complaint condition was able to be confirmed. The dhs/dcs blade is strongly damaged at the blade tip as well the top of the blade shaft. The investigation has shown that the deformation at the shaft surface of the blade is responsible and therefore the dhs plate could not be slide on the dhs/dcs blade shaft. The exact cause of the damage cannot be defined as there was just few information provided. Based on the information we received we can only assume that the connecting screw for insertion of dhs blade is not tight screwed in the blade during insertion which lead to the damage of the blade shaft. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part: 02.224.085s, lot: 9699804, manufacturing site: grenchen, release to warehouse date: oct. 30, 2015, expiry date: oct.01, 2025. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.